Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The cause for the faulty connection was a damaged power supply connector. The root cause for the damaged connector was likely due to excessive force applied during mating. No adverse event resulted from the defective connector. The patient received a replacement charger/modem.

Event description:
A (B)(6) old male patient contacted zoll customer support to report that his battery charger power supply would not stay connected to the charger base and the charger was not charging the batteries. The patient was sent a replacement charger.